Event description:
In (B)(6) 2024, the patient presented significant abdominal pain with a diagnosis of balloon hyperinflation (x-ray attached). The 500ml balloon was readjusted. On (B)(6) 2024 the patient presented a new condition of abdominal pain with new hyperinflation of the balloon, which was removed on (B)(6) 2024 to avoid possible complications.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.